Manufacturer narrative:
Correction: d6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller was returned for evaluation. The pump was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis revealed that the returned controller passed functional testing. Visual inspection revealed contamination within the serial port and within both power ports of the controller. Foreign fluid was also observed on the controller housing around power port two. An internal inspection did not reveal evidence of fluid ingress. The most likely root cause of the observed contamination within the serial port and both power ports as well as the foreign material found on the controller housing can be attributed to handling of the device. Visual inspection also revealed contamination within the controller¿s driveline connector. The reported event was confirmed via log file analysis which revealed multiple reactivation events were logged in the event file since (B)(6) 2019 due to an open phase on one of the stators. In addition, 69 electrical fault alarms were recorded between (B)(6) 2019 and (B)(6) 2019, due to an open phase in the front stator, causing the pump to run on the rear stator only. 10 high watt alarms have been logged since (B)(6) 2019, likely due to the increased power consumption required to run on a single stator. On-site inspection of the driveline cable as well as visual evidence provided by the site revealed contamination in the driveline connector. A driveline cleaning procedure was performed on (B)(6) 2019 to mitigate the reported conditions. Based on the available information, the most likely root cause of the reported electrical fault and high watt alarms can be attributed to contamination/foreign material of the driveline cable connector and/or controller driveline connector. An internal investigation was opened to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted, the most probable root cause has been attributed to design/training issues. Additional products: d4: serial #: (B)(4). D10: yes, return date: 15-mar-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 331 h6: FDA conclusion code(s): 12, 19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ controller 2.0, serial #: (B)(4) / model #: 1420 / expiration date: 2019-07-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-07-20. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited electrical fault alarms and the driveline connector was contaminated with foreign material. A driveline connector cleaning was performed. The driveline remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.